Event description:
Received a maude event report voluntary report #(B)(4). During a surgical procedure, the falope ring band applicator kit failed to deploy the falope ring intraoperatively. Another kit was used successfully. No pt harm, however the pt experienced prolonged anesthesia while another kit was gathered from inventory.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.